Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the posterior descending artery that was mildly calcified, moderately tortuous and 99% stenosed. The rx traveler balloon was advanced to the lesion, but ruptured at 5 atmospheres. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. Another balloon was used and the procedure was completed without any issue. No additional information was provided.